Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device stayed on after 50 hours of running. It was also noted that the side bail covers were broken and the ring was bent.

Event description:
It was reported by the staff to biomed that the device "shut itself off". When they powered it back on, both pace lights flashed rapidly, but the device would not power on to default settings. They did replace the battery but did not keep the original. The device was in use on a patient at the time of the event. The device was replaced with another. No patient complications have been reported as a result of this event.

Event description:
It was reported by the staff to biomed that the device "shut itself off". When they powered it back on, both pace lights flashed rapidly, but the device would not power on to default settings. They did replace the battery but did not keep the original. The device was in use on a patient at the time of the event the device was replaced with another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.